Event description:
It was reported the patient's ipg was inoperable. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated during processing of this complaint, attempts were made to obtain patient. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.